Event description:
It was reported that (1) device was used during a laparoscopic clip ejected (did not fall into the pt). Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.